Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2008, this pt was implanted with gore excluder aaa endoprostheses. On (B)(6) 2010, follow up imaging revealed a distal type I endoleak. On (B)(6) 2010, coil embolization of the left internal iliac artery was performed and a gore excluder contralateral leg component was implanted to treat the distal type I endoleak. The endoleak was resolved and the pt tolerated the procedure.